Event description:
Customer reported after processing plate, they noticed splashes on the plate. Customer reviewed test trace of the plate to verify that no error had occurred. The customer invalidated the plate and reprocessed the samples successfully. No erroneous results were reported. No death or serious injury was associated with this incident.